Event description:
Outpatient nurse set 22 ga angiocath. Tech flushed with saline and moved pt into position. Extravasation occurred at medial/lateral and diffused around patch. Pt stayed 4 hrs and was treated with cold compress using the protocol-this is a protocol from healthcare which provides guidelines for treatment and reporting of contrast extravasation injuries. A plastic surgery consultation was not required in this case since non ionic contrast was used and the estimated extravasation volume did not exceed 50 ml. Further follow up with the user facility on 6/16/98 revealed the following: 1. The complainant did not "think" that the injector paused to indicate an extravasation. A copy of the equipment printout was requested as this would indicate with certainty whether or not the equipment failed to detect the extravasation. However, the complainant stated that this was not available as the printer was shut off at the time. 2. An arm scan of the pt was not performed. However, the extravasation was "estimated" to be roughly 30 cc's. 3. The pt was checked the day after the event and was doing okay. The complainant also indicated that he did not feel there was a problem with the detected by the equipment due to the pts excessive weight.